Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a broken force sensor was detected during seating or regular delivery. Customer stated insulin pump had crack at the back part. Customer stated that their was no physical damage to the reservoir lip ring. Customer reported that insulin pump was not exposed to high magnetic field. Customer stated that insulin pump ws exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.